Manufacturer narrative:
Device eval: the equipment has not been returned to lifecor and has yet to be downloaded.

Event description:
A (B)(6) pt called lifecor customer support to report that, while putting his vest on, the monitor slid down to the floor and broke. Support sent the pt a replacement monitor.